Event description:
It was reported that the customer received lost sensor alarms. During troubleshooting, the customer was advised to check for bent, damaged, or retracted sensor. Customer stated the cannula part was gone. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. The cannula was found whole with no broken or missing parts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.